Manufacturer narrative:
Exact date unknown, event occurred 2-3 years ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 19276025. Product family: scs-lead fixation. Upn: m365sc43160, model: sc-4316, batch: 19259047.

Event description:
It was reported that patient experienced inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were kept by facility.